Manufacturer narrative:
The returned driver was examined under magnification. A torsional fracture pattern was identified in the hex portion of the driver tip. The overall driver length was measured to confirm fracture point and approximate how much material was gone. The driver currently measures at approximately 2.70 inches, indicating that approximately 0.05 inches of the driver broke off and was not returned. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth, and improper surgical technique. Additional MDR associated with this event: 3025141-2021-00156: screw. 3025141-2021-00157: plate.

Event description:
While implanting an aculoc 2 plate with a locking screw, the driver tip broke off in the head of the screw. The tip was left implanted in the patient.